Event description:
It has been reported to philips that the system did not turn on. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor workstation wasn¿t turning on. Upon functional testing, the fse found that the stent boost monitor was not turning on. To resolve the issue, the fse replaced the stent boost monitor. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.